Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned by the charge nurse in the emergency room. Another sample was drawn. Repeat analysis was performed with both samples. The test results were within the normal range. Corrected report was issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were lithium heparin plasma with a gel barrier collected by the emergency room nurse. Samples were centrifuged for 10 minutes; speed not supplied. Sample appearance was normal and appeared to have the correct fill volume. Both samples were aspirated from the primary tubes and put into insert cups prior to analysis. Quality control was within the customer's established ranges prior to and after the erroneous result. A system check was performed on (B)(4) 2010 and met specifications. Service was offered and then declined. Customer indicated the problem was the sample. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.